Event description:
Medtronic received information regarding an automated trajectory guidance unit being used in an unknown procedure. It was reported t hat there was an error 0066, "hardware fault or mechanical movement was blocked" and was having difficulty aligning to the plan. When the manufacturer representative commanded the system to align with the surgical plan, it would blink twice and not align. Troubleshooting was performed and the rep reportedly rebooted the system several times, re-draped, and re-positioned and the issue seemed to persist. The probable cause is believed to be a faulty targeting unit. There was less than an hour delay to the case. No reported impact to the patient. The procedure was a stereoelectroencephalography (seeg) lead placement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6); product ID: 25650. H3). The manufacturer representative went to the site to test the navigation system. The system was giving an error 0066 ("hardware fault or mechanical movement was blocked") and having difficulty aligning to the plan. They replaced the targeting unit. System functioning as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 25650, lot/serial #: (B)(6). H3) the targeting unit was returned for analysis. When connected to a known good system, the targeting unit had normal movement initially but soon displayed a 0009 error (potential collision). Rebooting did not resolve the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.